Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and cystocele/rectocele. On (B)(6) 2010 the patient underwent excision of left hydrosalpinx and drainage of bilateral ovarian cyst.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent removal of foreign body mesh from anterior wall, b/l paravaginal repair, vaginal vault suspension high uterosacral ligament bilaterally and cystoscopy on (B)(6) 2014 for chronic pelvic pain, dyspareunia and pop. Patient had video laparoscopic cholecystectomy and cholangiogram on (B)(6) 2014 for biliary dyskinesia. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced infection and dyspareunia. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and miniarc were implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.